Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown baclofen (1500 mcg/ml at 325 mcg/day) and dilaudid (hydromorphone) (dilaudid at 54.16 mcg/day) via an implantable pump for intractable spasticity and stroke. It was reported that the patient was scheduled for a routine pump replacement due to eri (elective pump replacement)<(><<)>2 months. Immediately prior to surgery, the physician performed a catheter access study in pre-operation which had a positive return for csf (cerebrospinal fluid). When taken to the operation room, the patient was placed in a supine position. The physician started by opening the existing pump pocket. They noted immediately while dissecting the pump that the catheter was wrapped anteriorly around the pump with a portion of it lying directly over the refill septum. There were no known factors that may have led or contributed to the issue. They carefully dissected out the pump and existing pump segment. Once they attached the existing catheter to the new pump, they decided to flush the catheter with preservative free normal saline and noted a small leak in the existing pump segments. The physician suspected that this was likely punctured during a routine refill. The physician subsequently decided to replace the existing pump segment with a new pump segment from and 8780 catheter kit. Once the new pump was attached, a final catheter aspiration was done to ensure patency of the catheter which had positive return of csf. The issue was resolved at the time of report. The patient's medical history was asked but unknown. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-jun-2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.